Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for hole in tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the root cause / potential root cause for the sliced tubing was determined to be that the extension tubing was damaged by the wind head as it was being placed within the package.

Event description:
It was reported that bd vacutainer® winged safety pbbcs had a hole in the middle of the tube and leaked during collection. No injury or medical intervention reported.